Manufacturer narrative:
During a pulmonic valve replacement procedure, a 26mm sapien xt valve was deployed too ventricular in a pre¿stent. Post-deployment angiography also confirmed moderate plus paravalvular leak (pvl). A second pre-stent was placed distal to the first stent and a second sapien xt valve was deployed. Post valve deployment, mild pvl and good hemodynamics were observed. It was perceived that the initial sapien xt valve was placed too proximal in the pulmonic pre-stent. This (B)(6) male¿s medical history includes tetralogy of fallot repair as an infant. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the patient¿s anatomy, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper anatomy assessment, including the use of echo, aortogram and CT to appropriately measure the pulmonary artery landing zone and content and/or distribution of calcium present. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcathetervalve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, procedural factors (placement of the initial sapien xt valve was too proximal within the pre-stent) likely contributed to the malposition and moderate plus pvl. A second pre-stent distal to the first pre-stent and a second sapien xt valve resolved the pvl. The edwards sapien xt transcatheter heart valve is indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and pulmonary regurgitation >= moderate and/or mean rvot gradient >= 35 mmhg.. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Common device name and product code was corrected in this report.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, procedural factors (placement of the initial sapien xt valve) likely contributed to the malposition and moderate plus pvl. A second sapien xt valve resolved the pvl. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a pre-placed pulmonic stent is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario.

Event description:
During a pulmonic valve replacement procedure, a 26mm sapien xt valve was deployed too ventricular in a pre¿placed stent. Post deployment angiography also confirmed moderate plus paravalvular leak (pvl). A second stent was placed distal to the first stent and a second sapien xt valve was deployed. Post valve deployment, mild pvl and good hemodynamics were observed. It was perceived that the initial sapien xt valve was placed too proximal in the pulmonic stent.